Event description:
The customer reported to olympus, the electrosurgical generator esg-400 experienced an e433 permanent reboot error. The issue was found during a therapeutic laparoscopic surgery. The procedure was completed with a similar device. There were no reports of patient harm or procedural delay.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's issue was confirmed due to a faulty generator board. The evaluation found no additional faults. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: possible causes for triggering the error e433 are: 1. Disturbance of the esg-400 due to scattered electromagnetic interference fields (temporary fault). 2. The user activates the foot switch while the generator is booting up (temporary fault caused by user action). 3. A defective footswitch (temporary fault). 4. The generator is used in combination with a defective foot switch (temporary error, defective reed contact). 5. The cable connecting the hvps and the generator board is defective (temporary or permanent fault). 6. Defective cable connection of the output signal between generator board and relay board (temporary or permanent fault). 7. Defective power transformer tr1 on the generator board (permanent fault). 8. Defective power transformer on the generator board (permanent fault) 9. Defective impedance converter on the generator board (permanent fault). 10. Defective peaks rectifier on the generator board (permanent fault). 11. Missing activation for the output stage of the generator board (permanent error). 12. Output voltage too low due to faulty switching of the hf output stage on the generator board (permanent fault). 13. Non or too low supply voltage from the hvps board (permanent error). 14. Defective hvps board due to short circuit of the mos transistors (permanent error). In such cases, popping sounds or flashes may sometimes be observed or noticed by the user. 15. Defective motherboard due to short circuit of resistor ntc1 (permanent error) 16. Defective motherboard due to defective adc (permanent error). 17. Defective tvs diodes on the relay board (permanent error). Olympus will continue to monitor field performance for this device.